Event description:
A pt's morther reported their pt's experience with the nocus dailies. Family member claimed their pt was treated for a corneal ulcer shortly after wearing focus dailies lense. In 2005, after wearing about three or four pairs , family member started to complain about their righy eye. Both family member examined the eye but allowed the pt to continue to wear the lenses until on monday, two days later the pt's asked the family member to call 12:30 pm and their pt received treatment.